Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled device replacement procedure. With the chronic right ventricular (rv) defibrillation lead attached to the chronic device, the recorded shock impedance measurement (rv (distal) to can) was greater than 125 ohms. When the shock configuration was changed to rv(proximal) to can, the recorded shock impedance measurement was within normal range. After this replacement cardiac resynchronization therapy defibrillator (crt-d) was implanted in a subpectoral location, the chronic rv defibrillation lead was attached and a greater than 125 ohms shock impedance was recorded. Technical services suggested that the physician recheck the connections and ensure that all potential sources of electromagnetic interference (emi) were turned off. The local representative reported that no difficulties were encountered with insertion of the df-1 terminal pins into the replacement device header. The connections were rechecked and all sources of possible emi were eliminated. The lead was surgically abandoned and replaced. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.